Event description:
The manufacturer received this report from the another country. Mea procedure performed in 2004. The patient returned 7 days post treatment with abdominal pain. Laparotomy confirmed uterine perforation and damage to the bowel. Hysterectomy and surgical repair of the bowel was performed. Patient recovered without further complications.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The applicator associated with this event was returned in a damaged state that prevented analysis upon return. This event occurred outside the us; in the us if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated. This event occurred outside the us; in the us post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator is mandated. This event is being reported now as a result of the company's recent review of the open complaint file for this event. H4. Appl. Date: 5/2004.